Manufacturer narrative:
The returned device used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the reported lot number 1137878 showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number 1137878 for the past 3 years found no related failures. Visual inspection under magnification of the wand shows extensive wear and a broken electrode. There were no manufacturing abnormalities found on the returned device. During functional evaluation in the lab, the returned device was activated in saline solution using a known good coblator2 controller. The device was tested at coblate/coagulate mode in standard and maximum settings. Plasma was generated on the electrodes as specified. The suction tube was tested and performed as intended. The saline line was tested with a syringe and performed as specified. The complaint was verified and the root cause could not be determined. Factors which can contribute the reported issue includes: (1) low suction rate (2) the saline flow was too low; (3) large, ablated tissue remnants (4) using excessive force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the metal electrode wire of the wand was fusing and broke. There were no pieces left in the patient and a backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.